Event description:
Info received indicates the head panel release was not engaging the gas spring which would not allow the head section to articulate up or down.

Manufacturer narrative:
The technician replaced the head panel release and the gas spring to repair the stretcher.